Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample, the complaint could not be confirmed.

Event description:
It was reported that during use of the bd pen ndl 32g 4mm hp three patients had difficulty in there injections not knowing if they properly injected medication. At time they felt more pain and there was difficulty in penetration. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from french to english: last week 3 patient returns for injection difficulty with bd micro-fine ultra pro 4 mm. Patients have the impression that they do not know if the product has been properly injected, sometimes feel more painful injections, needles that are more difficult to penetrate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd pen ndl 32g 4mm hp three patients had difficulty in there injections not knowing if they properly injected medication. At time they felt more pain and there was difficulty in penetration. This occurred on 3 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: last week 3 patient returns for injection difficulty with bd micro-fine ultra pro 4 mm. Patients have the impression that they do not know if the product has been properly injected, sometimes feel more painful injections, needles that are more difficult to penetrate.